Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection reported defects to the outer case. The functional evaluation confirmed the device was unable to start up and could not generate alarms under expected conditions; establishing a relationship with the reported event. The root cause was identified as a defective main circuit board. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the renasys cannot start-up correctly due to critical errors, mainboard is defective. No case involved. Service and repair.